Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the lcx. Approximately 10.5 months post index procedure, the patient suffered a gi bleed. The investigator assessed that there was no relationship between the event and the study device. It is reported that the patient was treated with medication and recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hemorrhage).

Manufacturer narrative:
.